Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e4, h3, h6, h10, h11. H11: the device was received for evaluation. During functional testing, an over infusion issue was not reproduced. Evaluation sent device to flowline for flow rate accuracy testing. With a delivery rate of 40ml/hr and a vtbi of 20 ml the test resulted in 19.943 ml which is an error percentage of -0.285%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.